Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3m74-97 that has a similar product distributed in the us, list number 3m74-02 / 84 / 98 , with 510k/PMA/bla status of exempt. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported that the architect i2000sr processing module was offline and unable to initialize after experiencing a 36v power supply undervoltage. The customer also noted a burning smell. Upon further assessment, there were no leds illuminated on the power board and no visible burn marks on the 36v modules. The burning odor was traced to the induction heater (ih) power module, which showed external burn marks. After removing the ih power module, the instrument powered on normally and is now functioning properly. There was no reported impact to user safety or no reported impact to patient management.

Event description:
The customer reported that the architect (B)(6) processing module was offline and unable to initialize after experiencing a 36v power supply undervoltage. The customer also noted a burning smell. Upon further assessment, there were no leds illuminated on the power board and no visible burn marks on the 36v modules. The burning odor was traced to the induction heater (ih) power module, which showed external burn marks. After removing the ih power module, the instrument powered on normally and is now functioning properly. There was no reported impact to user safety or no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures including checking of multiple boards. The fsr traced the smoke smell to the charred assy, control unit, induction heater and replaced the part. Part replacement resolved the issue and issue resolution was confirmed with verification procedures, passing daily maintenance and qc run. The assy, control unit, induction heater was determined to be the cause of the issue. The instrument service history review revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the assy, control unit, induction heater did not identify any trends related to the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. The architect system operations manual contains adequate information for troubleshooting the observed issue. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module, serial number (B)(6) or the assy, control unit, induction heater was identified.